Event description:
It was reported that zimmer cup removal. Srom stem in place and a new head and cup were placed. Initial date of surgery was unknown. Affected side: right hip. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).